Event description:
During withdrawal of the .018 sv guidewire, it was reported that the tip broke. The tip did not break off. Only the coating was flaked off but did not completely detach. Defect happens in pta of shank arteries, orthograde access via a. Femoralis communis. Defect occurs when the wire is kinking while pushed forward. When withdrawing the wire in the small vessel, using a savvy catheter as hypomochlion, the distal tip gets caught at the tip of the catheter and the coating of the wire peeled off. There is no resistance noticed during pushing the kinked wire; when pulling it, there is a small resistance. No excessive force was used for withdrawal. The physician then pulled catheter and wire very slowly and in all and get everything out. The physician was able to retrieve the wire together with the catheter in one piece. No further information is available. Two guidewires were returned. No further information is available regarding the second device returned. Addendum ((B)(6) 2014): both devices (2 sv wires) were used in the same procedure. No further information is available regarding the second device returned. According to the affiliate, "the customer complained kinked/broken tip of the wire but the device could be removed in total. Therefore, there was no separation in patient." Analysis of the returned devices revealed the following: one of the units showed an unraveled/stretched condition on its coiled distal section; also it was observed that a distal section of the core wire was broken off. The second unit also showed an unraveled/stretched condition on its coiled distal section and the distal section of the core wire was broken off also, the distal broken section was also kinked. None of the two received units showed the delaminated condition mentioned on the complaint.

Manufacturer narrative:
The gender of the patient is unknown. This is the initial and final report for this complaint device. This is one of two products involved with the reported adverse event and are associated manufacturer report numbers 1016427-2014-00088 & 1016427-2014-00099. Both devices (2 sv wires) were used in the same procedure. No further information is available regarding the second device returned. According to the affiliate, "the customer complained kinked/broken tip of the wire but the device could be removed in total. Therefore, there was no separation in patient. Complaint conclusion: during withdrawal of the .018 sv guidewire, it was reported that the tip broke but it did not separate. The coating was flaked off but did not completely detach. Defect occurs during angioplasty of the shank arteries with femoral artery access. The defect is noted to occur when the wire kinks while being pushed forward. When withdrawing the wire in the small vessel, using a savvy catheter as hypomochlion, the distal tip gets caught at the tip of the catheter and the coating of the wire peeled off. There is no resistance noticed during pushing the kinked wire; when pulling it, there is a small resistance. No excessive force was used for withdrawal. The physician then pulled catheter and wire very slowly and in all and get everything out. The physician was able to retrieve the wire together with the catheter in one piece. Two guidewires were returned. Both devices (2 sv wires) were used in the same procedure. No further information is available regarding the second device returned. There was no reported patient injury. One non sterile pgw .018 sv short 300cm st was received coiled inside of plastic bags. The unit showed an unraveled/stretched condition on its coiled distal section; also it was observed that a 1.5 cm of the distal section of the core wire was fractured/separated. Also, a kink was observed on the separated distal tip. The unit was sent to sem analysis. Sem results showed that the wire presented evidence of reverse bending conditions. Reverse bending or fatigue failures could be related to these surface characteristics, these types of failures occur due to a tensile overload. Since no product lot was not provided no device history records review could be performed. The failures reported as ¿distal tip - kinked/bent-in patient¿, ¿distal tip - unraveled/stretched¿ and ¿distal tip ¿ fractured/separated¿ were confirmed. The exact cause of these failures could not be conclusively determined; however, as per sem analysis report and complaint event description, procedural factors might have contributed to the reported events. Neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process; therefore no corrective actions will be taken at this time.